Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and found no non conformances. Because the device was not returned to mmdg for evaluation, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump was not delivering. They also provided rate and dose values and advised that the pump did deliver that amount. It is unclear if the pump is failing to deliver or not. Mmdg did follow up with the initial reporter, who stated that the patient did not experience any adverse effect. They did not provide any additional information about the complaint. (B)(4).